Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no evidence of loss of prime warnings observed in the pump¿s black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. A force sensor calibration check failed. The force sensor was removed and the resistance value was found to be within specifications. Contamination was found on the force sensor plate. The display screen was dim and discolored. Unrelated to these issues, the piston cap was missing from the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the pump's force sensor wasn't reading accurately and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2015.